Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the end to end anastomosis of large bowel during anterior resection, the surgeon interested the stapler and twisted the back knob to open the spike. The spike would not extend enough to puncture through the tissue. The surgeon then withdrew the stapler and tested the spike externally, and approximately 1cm, the mechanism would not work. A second stapler of the same code was opened and connected to the existing anvil with no issues and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.